Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se reseated the exhalation flow sensor. The se performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, on start-up, a 980 ventilator incurred a high pitched noise and generated an exhalation flow sensor error message. The ventilator was not in use on a patient at the time of the reported event.